Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when an occlusion was present. It was unspecified if the occlusion was distal or proximal to the device. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.